Event description:
It was reported that the patient developed an infection following generator replacement on (B)(6) 2014. The infection was reportedly a result of the surgery. It was reported that pus was found at the generator site and the patient reported pain radiating up the neck. The patient was taken to surgery and the entire vns system (generator and lead) was explanted. It was reported that the patient has done exceptionally well with vns surgery and that vns reimplant is planned. Reimplant has not occurred to date.